Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. The patient underwent a concomitant pulsed field ablation (pfa) procedure and left atrial appendage (laa) closure. Transesophageal echocardiography (tee) was used for the laa closure portion of the procedure, and intracardiac echocardiography (ice) was used for transseptal puncture (tsp) and ablation. A farawave pfa device was used for the pfa portion of the procedure, and a boston scientific rosen starter wire was used. A versacross access solution was utilized for tsp. A watchman fxd curve access system (was) was advanced and a 27mm watchman flx pro closure device was implanted. The procedures were concluded. The patient was extubated and transferred to recovery. Approximately two (2) hours post procedure, the patient developed tachycardia, hypotension, was pale, nausea, and intermittent chest pain. A transthoracic echocardiogram (tte) demonstrated a large pe. A pericardiocentesis was performed with pigtail drain placement. Approximately 1 (one) liter of dark red blood was aspirated from the pericardial space. The perforation site was not confirmed. The patient was admitted to the cardiovascular intensive care unit (cvicu) for additional monitoring. The patient is expected to fully recover. It was further reported the patient required a blood transfusion. The patient has been extubated. It was further reported the patient was discharged.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review . A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0038270483. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (tachycardia), nausea, pericardial effusion with cardiac tamponade (additional device required), hypotension, and chest pain (intensive care, hospitalization, imaging required, blood transfusion). Risk review: a risk review was completed and confirmed that the events of arrhythmia (tachycardia), nausea, pericardial effusion with cardiac tamponade, hypotension, and chest pain were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. The patient underwent a concomitant pulsed field ablation (pfa) procedure and left atrial appendage (laa) closure. Transesophageal echocardiography (tee) was used for the laa closure portion of the procedure, and intracardiac echocardiography (ice) was used for transseptal puncture (tsp) and ablation. A farawave pfa device was used for the pfa portion of the procedure, and a boston scientific rosen starter wire was used. A versacross access solution was utilized for tsp. A watchman fxd curve access system (was) was advanced and a 27mm watchman flx pro closure device was implanted. The procedures were concluded. The patient was extubated and transferred to recovery. Approximately two (2) hours post procedure, the patient developed tachycardia, hypotension, was pale, nausea, and intermittent chest pain. A transthoracic echocardiogram (tte) demonstrated a large pe. A pericardiocentesis was performed with pigtail drain placement. Approximately 1 (one) liter of dark red blood was aspirated from the pericardial space. The perforation site was not confirmed. The patient was admitted to the cardiovascular intensive care unit (cvicu) for additional monitoring. The patient is expected to fully recover. It was further reported the patient required a blood transfusion. The patient has been extubated. It was further reported the patient was discharged.

Manufacturer narrative:
B5: information added. H6 impact code added: blood transfusion.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. The patient underwent a concomitant pulsed field ablation (pfa) procedure and left atrial appendage (laa) closure. Transesophageal echocardiography (tee) was used for the laa closure portion of the procedure, and intracardiac echocardiography (ice) was used for transseptal puncture (tsp) and ablation. A farawave pfa device was used for the pfa portion of the procedure, and a boston scientific rosen starter wire was used. A versacross access solution was utilized for tsp. A watchman fxd curve access system (was) was advanced and a 27mm watchman flx pro closure device was implanted. The procedures were concluded. The patient was extubated and transferred to recovery. Approximately two (2) hours post procedure, the patient developed tachycardia, hypotension, was pale, nausea, and intermittent chest pain. A transthoracic echocardiogram (tte) demonstrated a large pe. A pericardiocentesis was performed with pigtail drain placement. Approximately 1 (one) liter of dark red blood was aspirated from the pericardial space. The perforation site was not confirmed. The patient was admitted to the cardiovascular intensive care unit (cvicu) for additional monitoring. The patient is expected to fully recover. It was further reported the patient required a blood transfusion. The patient has been extubated.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. The patient underwent a concomitant pulsed field ablation (pfa) procedure and left atrial appendage (laa) closure. Transesophageal echocardiography (tee) was used for the laa closure portion of the procedure, and intracardiac echocardiography (ice) was used for transseptal puncture (tsp) and ablation. A farawave pfa device was used for the pfa portion of the procedure, and a boston scientific rosen starter wire was used. A versacross access solution was utilized for tsp. A watchman fxd curve access system (was) was advanced and a 27mm watchman flx pro closure device was implanted. The procedures were concluded. The patient was extubated and transferred to recovery. Approximately two (2) hours post procedure, the patient developed tachycardia, hypotension, was pale, nausea, and intermittent chest pain. A transthoracic echocardiogram (tte) demonstrated a large pe. A pericardiocentesis was performed with pigtail drain placement. Approximately 1 (one) liter of dark red blood was aspirated from the pericardial space. The perforation site was not confirmed. The patient was admitted to the cardiovascular intensive care unit (cvicu) for additional monitoring. The patient is expected to fully recover.